Event description:
On 09-jun-2026, a cetas healthcare notification was received via email indicating that information from a clinical study had been obtained. The report stated that a two incision distal biceps implant system was used and that a healthcare professional (hcp) reported both deep and superficial infection in the patient. Upon identification of the infection, fixation had been achieved; therefore, the implant was removed, debridement was performed, and antibiotics were administered to treat the event. The hcp assessed the event as probably not related to the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.